Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer was requalified for new pump, information was sent to technical support for documentation only, and no follow-up was requested.